Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient heard beeping coming from the device. Upon interrogation, it was observed this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The ICD will be explanted and replaced with a competitor device at a later date. There will be no disk analysis performed and the ICD will not be returned following explant. At this time, this ICD remains in service and there were no adverse patient effects reported.